Event description:
It was reported that a patient was hospitalized for a week with atrial fibrillation. The patient was provided medication and planned to be discharged from the hospital. The patient's mother indicated they believed the patient's vns settings to be too high which they believed could be related to the patient's arrhythmia. No other relevant information is available to date.